Event description:
The physician successfully implanted a gore bifurcated endoprosthesis. While positioning the contralateral limb device, the physician believed thedevice was positioned inside the contralateral gate. However, the device was positioned behind the gate when the device was deployed. The physician made several unsuccessful retrieval attempts to snare the contralateral device. The physician performed an aorto uni-iliac procedure through a left iliac access. A fem fem crossover was also performed. At the close of the procedure, a slight proximal type I endoleak was detected in the second main trunk device. The physician believed the endoleak would resolve on its own. The patient was stable following the procedure.